Event description:
Racer related event (anonymised trial) - no other information available: "developed area of erythema proximal end of the left suture line, initially managed in community with two courses of antibiotics, symptoms worsened therefore admitted for course of IV flucloxacillin crp on admission 14. No sign of deeper joint infection, crp improved to 5, discharged on oral antibiotics. Hospitalisation between (B)(6) 2023 and (B)(6) 2023. Cat bite to hand earlier in year which delayed surgery, staph aureus identified, IV + oral abs given."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.